Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the light system and found no evidence of damage to the handle. The light handle cover was replaced and the light functioned as designed.

Event description:
The end cap of a trumpf medical surgical light handle fell into the sterile field during surgery. No injuries were reported.